Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the proximal conductor of the lead became extrinsically distorted due to kinking/buckling,the outer insulation of the lead became extrinsically distorted due to kinking/buckling,visual summary analysis of the lead indicated damage at implant,visual summary analysis of the lead indicated stretching. The analyst also noted: the lead returned stretched and with the outer insulation buckled at distance 51.3 cm and proximal conductor kinked at distance 42 cm and 53.5cm. However, the electrical tests results were passed. Product analysis (B)(4):the lead returned stretched and with the outer insulation buckled at distance 51.3 cm and proximal conductor kinked at distance 42 cm and 53.5cm. However, the electrical tests results were passed.

Event description:
It was reported that during testing of the lead at procedure, the lead had high impedance and failure to pace. The lead was not used. No patient complications have been reported as a result of this event.